Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and sepsis ('infection (other) describe: blood') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and cyst. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"), sepsis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/pain with intercourse") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics and surgery (surgery to remove the essure implant on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, pelvic pain, sepsis, weight increased and abdominal pain lower outcome was unknown and the depression, dyspareunia and fatigue had resolved. The reporter considered abdominal pain lower, depression, dyspareunia, fatigue, pelvic pain, perforation, sepsis and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2012. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 130 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Ultrasound scan vagina - in 2011: results: other (please describe) I had a cyst. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet received. Events: infection (other) describe: blood, depression, dyspareunia (painful sexual intercourse), fatigue, weight gain, abdominal pain lower was added. Event outcome was added for the events: fatigue, painful sex, depression. Reporter information, concomitant conditions, treatment drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), pelvic inflammatory disease ('pid') and sepsis ('infection (other) describe: blood') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in (B)(6) 2011. Concurrent conditions included body mass index normal, cyst, vaginal burning sensation, headache and anxiety. Concomitant products included levonorgestrel (mirena) and levonorgestrel (mirena) (B)(6) 2011 to (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced sepsis (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia(painful sexual intercourse)/pain with intercourse") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition:depression"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and pyrexia ("fever"). The patient was treated with antibiotics and surgery (surgery to remove the essure implant on (B)(6) 2012 and to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, pelvic inflammatory disease, sepsis, pelvic pain, weight increased, abdominal pain lower and pyrexia outcome was unknown and the depression, dyspareunia and fatigue had resolved. The reporter considered abdominal pain lower, depression, dyspareunia, fatigue, pelvic inflammatory disease, pelvic pain, perforation, pyrexia, sepsis and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2012. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2011: results: other (please describe) I had a cyst. Most recent follow-up information incorporated above includes: on 20-sep-2019: medical record received. Event pid was added. Concomitant drug and condition was added. Reporter's information was added. Fu 4 & 5 processed together. On 27-sep-2019: plaintiff fact sheet received. Event fever was added. Concomitant condition was added. Reporter's information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain "). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she had need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.